Manufacturer narrative:
The returned curved suction was analyzed, and it was found that the weld has broken and the shaft has separated from the body. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the curved suction was damaged at the instrument tracker interface during the case. The case was able to be completed and there was no harm to the patient. The procedure was not delayed over an hour. Additional information was received. It was reported that the cause is unknown. The instrument came apart and was unable to be used after it separated. It initially verified before it came apart.